Manufacturer narrative:
Currentl, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and drive support cap was sticking out. The customer blood glucose level was 400 mg/dl at the time of incident. Customer states that there was a no delivery and a motor error that occurred. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.